Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was alarm activation issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the device was activating when transecting the culpotomy, and then just continued without the activation button being pushed but you could not hear the activation tone. Removed the device and replaced it with a new ligasure when the button was pushed, it continued to stay on and would not turn off until it was unplugged from the generator. Button was stuck in the on position and continued activating. The devices had an in-line activation. The unit was still being used and other ligasure and worked without issue. There was no patient injury. Data log was received and showed error code 402.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the device was activating when transecting the culpotomy, and then just continued without the activation button being pushed but you could not hear the activation tone. Removed the device and replaced it with a new device and it activated and stayed on the entire time and was not turned off until it was unplugged from the generator. Button was stuck in the "on" position and continued activating. The devices had an in-line activation. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf5637, ligasure lf5637 retractable l hook (lot#43460157x); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.